Event description:
Subsequent to the initial MDR being filed, the date of occurrence was clarified to be (B)(4) 2012.

Manufacturer narrative:
(B)(4). Stent: rx xience v 3.0 x 28 mm; xience prime ll 3.0 x 33 mm. The rx xience v 3.0 x 28 mm and xience prime ll 3.0 x 33 mm stents mentioned are being filed under separate manufacturer report numbers. It is indicated that the device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient had undergone percutaneous transluminal intervention on (B)(6) 2011, in which a 3.5x33 rx xience prime stent was implanted in the mildly tortuous proximal left anterior descending (lad) coronary artery, a 3.0x28 xience v rx stent was implanted in the heavily tortuous distal right coronary artery (rca), and a 3.0x33 rx xience prime was implanted in the heavily tortuous mid rca, overlapping the stent placed in the distal rca. The patient presented with angina (B)(6)2012 and was subsequently admitted to the hospital. An angiogram revealed restenosis in all three stents implanted in the lad and rca vessels. The two stents implanted in the rca appeared to be fractured in four different places; however, not separated. Medication was administered and the physician has recommended surgery; as of (B)(6) 2012, no surgery has been performed. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of event, therapy date. There were no reported product deficiencies and the product was not returned. The reported patient effects of angina and restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. A review of received cine images concluded that the images are consistent with restenosis. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.